Manufacturer narrative:
(D10) concomitant device(s): 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 200-02-35 - three peg patella 35mm (h3) pending evaluation

Event description:
As reported by the exactech knee replacement study, the 68-year-old male patient had a right tka on 10-18-2013. The patient presented with loosening - minor lucencies to right knee. The outcome of this event is considered continuing and the report indicates that the action taken is other ¿ monitor then review, plus x-ray in 2 years time. The case report form indicates that this event is definitely related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.